Manufacturer narrative:
One vial-mate reconstitution device was received for sample analysis. During visual inspection, grey particulate matter (pm) was identified. The pm appeared to be stopper material from fragmentation of the vial stopper. The reported issue was verified. The cause of the issue could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vialmate device had a coring issue. The vialmate adaptor was attached to an injectable non-baxter vancomycin vial. The vial stopper core pieces were found in the vialmate adapter. The pieces were of dark gray color that matched the color of the vancomycin vial stopper core. There was no patient involvement. No additional information is available.